Event description:
Device 2 of 2. Ref MFR report #: 1627487-2011-05059. The pt received her scs system on (B)(6) 2009. It was reported that the doctor explanted the pt because she did not like the stimulation she was receiving. Neither the pt nor the doctor made sjm personnel aware that the pt was dissatisfied or that the system was being explanted. The doctor discarded the paddle lead, but the ipg was returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.